Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing on both sensing channels causing three inappropriate shocks. There was a rv lead noise warning triggered. It was noted that there was one or more ventricular oversensing episodes, short v-v intervals and high rate non-sustained episodes. A possible lead fracture was noted on flouro. The detections and therapies for the rv lead were programmed off. Then six days later the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.